Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing reveled an anomaly in battery's cell voltage plot likely due to an estimation error. The reported battery not charging could not be confirmed; however, the high max error might be what the patient experienced during the reported event. The most likely root cause of the reported event can be attributed to a battery that is out of calibration. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging.  The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.